Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high troponin t result from cobas h232 meter serial number (B)(4). The cobas h232 meter is not released for distribution nor is like or similar to a product released for distribution in the united states. The result from the meter was 63.0 ng/l and the results from an unknown laboratory analyzer were 9 ng/l and 8 ng/l. There was no allegation of an adverse event.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As no customer material could be returned, further investigation could not be performed.